Event description:
The wire melted through the circuit causing loss of pressure in circuit and caused low temp alarm. It may have been pinched between the bedrail. They replaced the circuit and all is okay.